Event description:
It was reported that the autopulse lifeband was too loose and can be dislocated without user engaging much force. The lifeband was able to be opened without using the locking tabs. No adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
The device will not be returned to zoll circulation for investigation, therefore no supplemental report will be submitted.